Event description:
It was reported that the patient did not experience a stimulation sensation. The patient stated that the device "just wasn't working" and that while he was able to connect the patient programmer with the implant, he could not feel anything when he increased the stimulation from 1.9 volts to 9.8 volts. The patient further stated that "it was unbearable when he increased to 3 or 4 volts." It was noted that the patient lost sensation around 3 p.m. On (B)(6) 2012, and did not have any falls or trauma. The patient stated that he had 2 programs and could set the pulse to slow or fast. The patient further stated that he could not feel anything when program 1 and program 2 were increased to the top parameter. It was noted that the patient's pain had returned. The patient had a physician's appointment scheduled for (B)(6) 2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n231804, implanted: (B)(6) 2009, product type: accessory. (B)(4).